Manufacturer narrative:
A visual product examination discovered that the size and lot number labels were missing on the device. An ID tag had been attached by wire to the valve, and the surface had markings and residue from adhesive. Further examination confirmed a low bead fill, and the vac-pac seemed flat. One protrusion was found in the fabric (0.2 cm x 0.3 cm). A 0.1 cm scrape, 3.6 cm from the seam, was also found. The vac-pac lost its vacuum and softened after 24 hours of lying flat, suctioned and firm. The aforementioned scrape was found to be a pinhole after testing.

Event description:
On (B)(6) 2018, a natus technical service representative (tsr) received an e-mail from a distributor ((B)(4)) which described that a customer ((B)(6) hospital) reported a vac-pac device failure during surgery. The vac-pac was purchased in (B)(6) 2017. The report noted that during surgery, a fixing failure was found, so the customer replaced the vac-pac with another unit. The distributor reported that they tested the suspect vac-pac and it became loose after 20 minutes. The distributor noted they could not find the leak in the vac-pac and that "the suction seemed a little crushed." On (B)(6) 2018, the distributor reported that there were no problems during surgery. The distributor also mentioned that they are unable to obtain patient information. The tsr asked if this was an out of box failure and also requested the distributor return this vac-pac to natus medical for evaluation. On (B)(6) 2017, the distributor reported that this was an out of box failure, and the vac-pac was received for evaluation on (B)(6) 2018. No death, serious injury, patient harm or environmental/safety concerns have been reported.